Event description:
Additional information was received from the patient. It was reported that the patient will have surgery on (B)(6) 2017 to repair the wires. The patient¿s device had been reprogrammed.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4) also apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional (hcp) on (B)(6) 2017 that the patient¿s lead was broken and therefore they were having an MRI.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). A manufacturing representative (rep) reports that the patient has had a return of symptoms. Impedance testing shows 8-15 lead which covers the patient's left side has impedance values >10000. Reprogramming was done to 0-7 lead to cover right sided pain. The patient's left side pain remains uncovered. The physician has yet to decide if he can revise/replace 8-15 lead. The patient has outstanding bills with physician and facility. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.